Event description:
Foley cath deflated to be removed from male patient. After deflated, unable to pull catheter out. Noted to have a ridge at the tip of the catheter once pulled out by the surgical pa.